Manufacturer narrative:
Insulin pump was received with prime error alarm during basic occlusion test and unable to prime during prime test, due to protruded and loose drive support disk. Insulin pump had minor scratches on lcd window and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had error alarm during the manual prime. Customer stated that they were unable to clear the alarm. No further information reported.